Event description:
It was reported that the pump had damage to the charging port and did not charge correctly, which led the patient to decline troubleshooting. There was no adverse impact on the customer¿s blood glucose level. Technical support confirmed after reviewing the call recording that there was no actual malfunction on the pump, and no further action was required.